Manufacturer narrative:
Upon completion of the investigation it was reported that the center tray did not have exposed sharp edges only cosmetic nonfunctional damage.

Event description:
It was reported that the housing was damaged with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the housing and center tray were damaged with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.